Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained relevant data from 06sep2022 to 07oct2022. There were no notable pump-related alarms and the log file appeared to show the system operating as intended at the set speed. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline integrity issue due to tears in the outer coating and rescue tape was applied on it. Assessment and management were to be continued.